Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and zonare viewmate system and the imaging screen was displayed; however, further functional testing was not performed due to the aforementioned catheter tip damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue is consistent with the observed catheter tip damage. Based on the information provided, the cause of the fractured catheter tip remains unknown.

Event description:
This report is to advise of a fracture found on the catheter tip during analysis.